Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as consumer reported that it was unknown the circumstances which led to lack of stimulation and poor communication. Patient was able to up the level to 3.4 but was unable to go it higher. This worked for about a week but now had to use 6-8 pull-ups a day. Patient could not get to any other programs. Patient had numerous leaks when walking, couching and with water running.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. It was reported that the patient experienced a loss or change in therapy. The patient reported that therapy had been working well and that he had a checkup with a healthcare professional (hcp) 3-4 months before report. The patient stated everything was fine then. The patient stated that at the time of report he was suddenly having leaking problems. The patient stated that he was leaking through diapers 5-6 times a day and not getting any notification that he has to go. The patient did not feel stimulation and denied any trauma or falls that may have affected the device. The patient was unable to find where his implant was and kept getting poor communication with and without the antenna. The patient stated that he would wait until his wife got home to assist him and would call back. The patient noted that it was hard for him to reach the implant using just the patient programmer (pp). Additional information was received from the patient. The patient was able to intermittently communicate with the implantable neurostimulator (ins) once again and was able to verify that he was on program 1 with stimulation set at 2.3. The patient attempted to increase stimulation but saw the poor communication once again. The patient noted that he was still not 100% sure if he knew w here the ins was located. The patient stated that he would try again once his wife got home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.